Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the initial procedure? Can you identify the product code/ lot number of stratafix suture used? What tissue was the unknown stratafix suture used on? Where did the suture start (top to bottom or bottom to top)? When suturing with unknown stratafix, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? If solution used, what brand? How many days post op did the patient present with dehiscence? What is the surgeon opinion as to relationship of the unknown stratafix and the patient dehiscence? Was there any patient event prior to the wound dehiscence (fall, exercise, cough, etc)? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found intact and tissue pulled away from suture? Was the suture found broken, can you identify where (termination, middle, end)? What is patient age, gender, weight, bmi, past medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and barbed suture was used. Approximately on (B)(6) 2018 the patient experienced wound dehiscence. An additional procedure was performed on unknown date and one third of the wound was opened. A loop of the bowel was herniated and the surgeon resected part of the bowel and closed with suture. The current condition of the patient is unknown. Additional information has been requested.